Manufacturer narrative:
The device was not returned, no pictures were provided, and the lot number was not provided. The complaint could not be confirmed and root cause could not be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual device is not available for evaluation. The investigation is ongoing. Once the investigation is complete, any additional relevant information will be submitted in a supplemental report.

Event description:
Complainant alleges "the tip broke during surgery. Product was thrown out. I cannot provide you with a lot or serial number."